Manufacturer narrative:
Additional info regarding product evaluation is pending. No sample is expected to return for in-house evaluation. A supplemental MDR will be filed as necessary in accordance, when additional reportable info becomes available. A root cause has not been identified. (B)(4).

Event description:
A nurse reported during a cataract extraction and vitrectomy procedure, the handpiece tip was touching the lid speculum and this error resulted in a stain left on the pt's conjunctiva. A dent was also observed in the tip of the handpiece. In a follow up, the nurse reported there was no thermal burn, harm or injury to the pt as a result and the surgery was completed without further incident. Additional info was received. The surgeon states the eye looks "great" now. Most of the hyperpigmentation was excised along conjunctiva. In the surgeon's opinion, the device did not cause or contribute to the event. It was reported that the operator of the device was hitting the lid speculum.